Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted that the tip of the waveguide was broken off and fractured. The broken piece was not returned. Functionally, by using a test lab generator and battery, the assembled device returned a green light and a welcome tone, but immediately returned a red light-emitting diode (led) indicator with an error tone (alarm activation) when the device was activated. It was reported that the device broke during use. An associated device issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur while the waveguide was in use when it cracked and broke off/fractured and may have come in contact with any of the following; hemostats, clips, staples, retractors, etc. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Internal process improvements have been initiated to mitigate this issue. The instructions included with this device provide the following guidance: visually inspect all system components for breaks, cracks, nicks, or other damages prior to use. Also, do not use damaged components. Use of damaged components may result in injury to the patient or user. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device broke on patient. There was no patient injury.